Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the patient¿s drug infusion device. The drug being delivered was unknown. The reason for use was not reported. It was reported that the pump was 1 cc under the expected reservoir volume on (B)(6) 2019. There were no environmental/external/patient factors that may have led or contributed to the issue. Diagnostics/troubleshooting performed included the pump being refilled. It was unknown if interventions/actions were taken to resolve the issue. It was unknown if the issue was resolved at the time of the report. No surgical intervention had occurred or been scheduled, but it was planned. There were no symptoms reported. The patient status was listed as ¿alive ¿ no injury.¿ there were no further complications reported/anticipated.